Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. No service history review can be performed as this is a lot controlled item. Placeholder.

Manufacturer narrative:
The subject device is not repairable due to the broken tip. The cause of the issue is still under investigation. There are no known non-conformance reports (ncrs) associated with this part and lot number placeholder.

Manufacturer narrative:
Placeholder.

Event description:
It was reported that the tip of the vertebral distractor was broken. The device did not contribute to death or injury. It was reported that this event occurred with no patient involvement. No further information is available at this time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the manufacturing evaluation shows that there were no issues during the manufacture of the product that would contribute to this complaint condition. A hardness test was carried out and found to be good. No non-conformance reports (ncrs) were generated during production. The distractor has sheared of at the left tip. Otherwise the crimper is in good condition. This complaint was concluded to be invalid. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on-going; no conclusion could be drawn. A review of the device history records(DHR)states the following: no irregularities were found during device history record review. The material is corresponding to the specifications and was supplied at the 19th of may 2006 with the lot "kr320756." The hardness was measured at the time of the manufacturing and was found to be good. Placeholder.